Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms of redness and drainage were noted. The physician believed that the infection was not device related and the cause of infection was the ipg pocket opened up at the corner of the incision site. The patient was prescribed with antibiotics. The patient underwent an ipg replacement per physician's preference. The patient was doing well postoperatively.